Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that the customer powered the station down and then powered it back up. The printer was confirmed to be working correctly. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station printer printed unreadable characters. The printer driver was reinstalled and the station was rebooted; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.